Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for evaluation due to concerns of low voltage alarms. The patient came in with external power disconnect and low voltage alarms. The patient admitted to not keeping their batteries and clips clean, but this type of alarm occurred while they were on the mobile power unit (mpu) and batteries. The patient was asked to bring all of their batteries, clips, and mpu to be assessed. They did not bring their mpu, however their primary system controller data cord (white power lead) layering was tearing. The patient had their controller exchanged to their backup as a precaution and was provided with a new backup controller. The affected controller would be sent back to abbott. The event log file recorded several unusually low relative state-of-charge (rsoc) values while connected to mpu power on 02feb2025 to 03feb2025. The periodic log file data first recorded these events on 31jan2025. This corresponded with the patient¿s report of when low voltage alarms were observed. These events may be due to the observed damage to the system controller and/or an issue with the mpu. It was noted by tech services that the controller and mpu should both be returned for evaluation. There were a couple of unrelated no external power events while connected to battery power. These events appeared to have occurred accidentally as the patient was attempting to switch power sources. The emergency backup battery (ebb) was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low power/power cable disconnect alarms was confirmed via log file analysis; however, the reported event of the damaged power cable could not be confirmed. Data on (B)(6)2025 was reviewed. The controller event log file revealed transient battery fuel gauge voltage values resulting in atypical low power/power cable disconnect alarm events throughout the log file. The transient voltage values were consistently associated with the white power cable, while connected to the mobile power unit and the 14v batteries/clips. Of note, a no external power (nep) alarm event was captured on 03feb2025 at 15:28:22. The white power cable was disconnected from the 14v batteries/clips and then the black power cable, which activated the nep alarm event. The system reverted to the internal 11v backup battery for power and was unaffected by the loss of power to both cables. The alarms cleared when the power cables completed connection to the 14v batteries/clips at 15:29:34. It was reported system controller (serial # (B)(6) was exchanged due to damage on the power cable. Attempts were made to obtain additional information from the customer regarding the alarm resolution and product return status; however, no additional information was provided. A root cause of the atypical low power/power cable disconnect alarm and damaged power cable could not be determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm 1. Promptly connect to a working or different power source (mobile power unit or two heartmate batteries). 2. Call your hospital contact if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low power/power cable disconnect alarms and damaged power cable was confirmed with the returned system controller (serial # (B)(6). Data on (B)(6) 2025 was reviewed. The controller event log file revealed transient battery fuel gauge voltage values resulting in atypical low power/power cable disconnect alarm events throughout the log file. The transient voltage values were consistently associated with the white power cable, while connected to the mobile power unit and the 14v batteries/clips. Of note, a no external power (nep) alarm event was captured on 03feb2025 at 15:28:22. The white power cable was disconnected from the 14v batteries/clips and then the black power cable, which activated the nep alarm event. The system reverted to the internal 11v backup battery for power and was unaffected by the loss of power to both cables. The alarms cleared when the power cables completed connection to the 14v batteries/clips at 15:29:34. The returned system controller was functionally tested and during the test, the measured voltage value associated with the white power cable is lower than specification. Measured resistance values of the underlying wires in both power cables increased when manipulated indicating conductor breakdown damage. It was noted the measured value of the underlying wire in the white power cable that is associated with the battery fuel gauge voltage values was significantly higher. The increased resistance across the length of the wire in the white power cable affected the voltage value and is consistent with the data captured in the log files. The conductor breakdown within the underlying wires appears related to the flexing of the cables during use. Visual inspection did reveal a damaged strain relief on the white power cable, which was unrelated to the conductor breakdown within the underlying wires. A root cause that led to the damaged strain relief on the white power cable could not be determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook document cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm. 1. Promptly connect to a working or different power source (mobile power unit or two heartmate batteries). 2. Call your hospital contact if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use document under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. No further information was provided. The manufacturer is closing the file on this event.